Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer added insulin to the cartridge and reloaded it successfully to resolve the issue. Customer's blood glucose was 168mg/dl.